Event description:
During an remote follow-up, there was high pacing impedance observed on the right ventricular (rv) lead. Lead fracture was suspected but not confirmed. The device was reprogrammed. The patient is stable.